Manufacturer narrative:
Device evaluation summary: product analysis # (B)(4): part # 436013b, lot # ca22f056. Visual inspection of the centerpiece expander revealed the teeth/gears have been damaged. Optical inspection revealed a few of the gears/teeth has been damaged and deformed. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, but not expand and close smoothly. The implant body set screw may have been locked down causing the teeth/gears to be stripped during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c4-6 anterior c ervical corpectomy for an indication of degenerative disease and spinal stenosis. It was reported that the cage would not securely fit onto the inserter and would not expand. So, a different cage used and it worked fine. There were no patient symptoms reported. There were no further complications reported regarding the event.